Event description:
Pt complained of chest pain, emt's dispatched to home. Pt was given morphine for anxiety. Pt did not want to lay flat, due to history of chf. Morphine caused respiratory distress and then cardiopulmonary arrest. Phillips monitor was reading zero heart rate and multiple error messages. Wife states that emt's lied and stated that pt was pulling leads off. Wife was transported with pt to hospital. Pt died. Wife obtained event summary and saw that the monitor never paced the pt. Monitor should have been pulled out of service. Philips didn't contact county until (B) (6) 2009 for repairs. (B) (6) is still using 4 of these devices after the recall. Another recall took place in 7/09, after the repairs. (B) (4). (B) (6) was notified of the problem in 7/08, 1 year before the u.s. Philips has made the user aware of 6 items, and that if any are noticed, device is to be taken out of service-(B) (6). Is non compliant with recall. (B) (4). Cause of death - opiate intoxication. Aggravating atherosclerotic issues.